Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. Upon visual evaluation, sample was returned in two segments. One consists of partial catheter and segment two consists remaining catheter. No functional test was performed. No other anomalies were noted. Therefore, the investigation is unconfirmed for the reported deformation issue as no evidence of kinking can be seen on the sample and the investigation is confirmed for the identified detachment issue as support catheter was returned in two segments. A definitive root cause for the reported catheter kink and identified detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via a contralateral approach, the support catheter allegedly kinked when the deflection was attempted to be stretched. There was no reported patient injury.